Manufacturer narrative:
(B)(4). Initial reporter email: (B)(6).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be restart detection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and failed. The probable cause could not be determined. A review of the share logs was performed and sensor early expiration was not found within the investigation window. The allegation was not confirmed. The probable cause was determined to be restart detection. No injury or medical intervention was reported.